Manufacturer narrative:
Visual, optical, and functional examination of the implant did not identify crack, fracture, or breakage. Optical examination of the mas crown/rod witness marks identified asymmetrical rod witness marks, suggesting incomplete seating of rod into the mas saddle. Conclusion: the above observations are consistent with incomplete seating of rod into the mas saddle.

Event description:
Additional information provided indicates that the pedicle screws did not break, but the locking screws became loose from the pedicle screw.

Event description:
It was reported that a patient underwent a procedure for lumbar fusion at l4-s1 with implant of posterior pedicle screw/rod fixation. Post-op, a pedicle screw was reportedly broken and the patient underwent an additional procedure to remove the device.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.